Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. History shows pump was manually suspended on (B)(6) at 07:53 and manually resumed at 09:12. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. Returned battery cap/returned cartridge cap used for testing. The total daily dose adds up correctly and reflects user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unidentified force low observed in the black box, force sensor calibration is in specifications. The battery compartment is cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced blood glucose (bg) of 400mg/dl with thirst and lethargy associated with recurring loss of prime warnings. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the loss of prime issue occurred with multiple cartridges and that cartridges were being used per instructions for use. This complaint is being reported based on the allegation of that the patient experienced hyperglycemia associated with a recurring loss of prime issue.